Event description:
It was initially reported that the patient experienced an overstimulation and "fading" sensation along with positional changes in stimulation for the past seven months. A lack of stimulation was felt when the patient was in a relaxed sitting position and overstimulation was felt when the patient sat more upright. The patient's stimulation was "good" when they had optimal settings and weren't experiencing positional issues. Additional information was received that indicated impedance measurements were done and were normal. No open or short circuits were detected and the cause of the intermittent stimulation was not determined. Reprogramming was performed, but the symptoms were present even after multiple different programs were tried. The patient was scheduled to meet with their pain management physician on (B)(6) 2012 for further troubleshooting. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient needed reprogramming. Impedances were normal. The patient got improved stimulation. No additional information was provided. No patient injury was reported.

Manufacturer narrative:
Product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: na. Product type extension. Product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: na, product type extension. Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, explanted: na, product type lead. Product ID 37752, serial # (B)(4), product type recharger. Product ID 37743fa, serial # (B)(4), product type programmer.